Manufacturer narrative:
Clarification to d6a implant date: partial date 2007. Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an two opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d3, d4, d9, e1, g1, h3, h4, h6, h11.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.